Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, the electrode belt was fully functional and passed incoming functional testing of the device's ECG acquisition and pulse delivery circuitry. Monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device manufacture date: monitor: 01/08/2014; electrode belt: 01/30/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. The patient was at home at the time of passing. It was reported that the patient was not conscious and that his wife was present at the time of the event. Per review of the event, the patient received one inappropriate defibrillation at 17:03:41 on (B)(6) 2015. The rhythm at the time of the shock was asystole with CPR artifact. CPR artifact contributed to the false detection. Prior to the treatments, asystole was detected between 16:46:45 and 16:56:21 on (B)(6) 2015. Asystole is considered a non-life sustaining, non-treatable rhythm.